Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016 and observed tubing leak on the diluter panel at pinch valve pv46, which had dripped onto the pneumatic solenoid valve manifold in turn causing the diff mix chamber to not drain. The fse replaced the nc (normally closed) pinch valve tubing at pinch valve pv46 resolving the leak and ordered and replaced the pneumatic solenoid valve manifold to resolve the diff mix chamber drain issue. The system was verified and validated. (B)(4).

Event description:
The customer reported a cleaner fluid leak of approximately 200ml from a pinch valve on a coulter lh 500 hematology analyzer. The customer could not reach the source of the leak to correct the issue and requested a service visit. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.